Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported coronary sinus dissection may have been procedure related.

Event description:
During implant, a small coronary sinus dissection was noted due to the cps direct catheter. Imaging revealed the dissection, for which no intervention was required. The physician elected to terminate the implant procedure to allow the dissection to heal. The patient remained hemodynamically stable.